Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 23-sep-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml gablofen at 821.9mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient presented to a clinic with lethargy and sleepiness. The hcp was unable to aspirate from the catheter access port. The patient would be sent for fluoroscopy. The issue was not resolved at the time of the report, and the patient's status was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the inability to aspirate was not determined. There were no interventions taken at the time of this report. The healthcare professional (hcp) was gradually coming down on the patient's dose to see if that will make a difference in the patient being so flaccid. The hcp was still awaiting a full workup in the hospital. In the past week (relative to (B)(6) 2019) the hcp decreased the pump flow rate by 10% twice. No further complications were anticipated/reported.